Event description:
An adc customer reported that their fs freedom meter would turn on with button but not with test strips and this issue occurred "about a month ago". Customer then stated that "for about a month" they experienced "shaking and couldn't remember anything" and then reportedly experienced a seizure. Customer did not provide a specific date or time for when the seizure occurred. No paramedics were called and the customer was not seen at a health care facility. Customer reported eating "candy" to help counteract the medical event. Unsuccessful attempts have been made to contact the customer to clarify the medical event. There was no report of death or permanent impairment associated with this complaint.

Manufacturer narrative:
As the date of the medical event is unknown, the date listed is the manufacturer's awareness date. The customer's products have been requested back for investigation and a supplemental report will be sent once new information is obtained.